Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/30/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver was perpetually rebooting. The receiver case was opened for further evaluation. A receiver log was able to be downloaded by detaching the u1 pcba. A review of the data log did observe issues related to the customer complaint. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.